Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was not verified. However, damage was noted to the front panel connector pins; therefore, the pcba containing these pins was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of parameter updates was the warning sign that the customer noticed and that prompted the action of removing the product from use on the original complaint date. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
The command module was sent for depot repair and the investigation is currently underway. Spacelabs will file a follow-up report when our investigation is concluded. Placeholder.

Event description:
Spacelabs received a report on (B)(6) 2014 that the monitor display was frozen from the command module model 91496 and data for non-invasive blood pressure and oxygen saturation had disappeared while the product was in use on a patient. No one was injured as a result of this event.